Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar forceps instrument wrist shifted, and the trocar was stuck. The instrument was too wide, and the customer was unable to remove the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the issue occurred while the customer was working on a gall bladder. The force bipolar instrument was inspected prior to use. When the issue occurred, the instrument and cannula were removed together because the wrist could not be straightened, and a pin was sticking out. The jaws of the instrument were not stuck in a closed position, and it was noted that the force bipolar had a misaligned jaw. The port incision was not increased in order to remove the instrument and the cannula together. There were no fragments that fell into the patient. There was no injury to the patient. The procedure was completed robotically.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the trocar was stuck, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar forceps instrument was analyzed and found to have a bent grip, causing the grip to not seat properly around the grip pin. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Furthermore, a loss of cautery would be detected with a lack of tissue effect at the end effector. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint regarding trocar was stuck was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. This complaint is considered to be a reportable event due to the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula due to the grip tip sticking out/jaw dislodged. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.